Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the left ventricular (lv) signal is on the right atrial (ra) electrogram (egm). Boston scientific technical services (ts) was consulted and reviewed the egm. Ts discussed possible reasons for this to occur. Ts also noted that the lv signal is not being sensed on the ra channel, however the lv pace is not capturing and the lv lead exhibited low amplitude. A possible lv lead dislodgement was discussed. Further review was recommended. At this time the lv lead remains in service and no adverse patient effects were reported.